Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inhibition of ventricular pacing associated with farfield oversensing.